Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's elective ipg replacement procedure on (B)(6) 2014 the physician noted the lead tails were frayed. It is unknown if the lead tails were frayed prior or occurred during the procedure. Additionally, it was reported that the patient was not receiving stimulation prior to the procedure. In turn, the physician did not connect the lead to the replacement ipg. The patient was referred to another healthcare physician for a paddle lead replacement.